Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4: manufacture date added. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: supplier- bachler feintech / monument manufacturing date: 10-jan-2022 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 346p181 (non-sterile) lot quantity: (B)(4) five pieces were scrapped, one piece for receiving count under and four for sample-destruction testing. One piece was scrapped at a later operation for laser etch position. Production order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria apart from the one piece (lase etch position) noted. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech dated 15-nov-2021 was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag dated 11-feb-2021 was reviewed and determined to be conforming. Hardness certified to be within specified range. Inspection certificate supplied to bachler from l. Klein sa (for raw material) dated 27-may-2021 was reviewed and determined to be conforming certification of analysis supplied by ionbond dated 02-dec-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine dated 01-mar-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection while restocking the instrument tray the sales representative noticed that the screwdriver shaft tip was twisted. There was no patient involvement. No further information available at this time. This report is for one (1) (B)(4). This is report 1 of 1 for complaint. Sd scrwdrvr shft/t4 50/self-retain/hxc.